Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct for a malignant stricture, performed on (B)(6) 2011. According to the complainant, the nurse loaded a wallflex biliary stent on a jagwire, but the physician was unable to advance the delivery system across the stricture due to lack of flexibility of the stent. The procedure was successfully completed with another wallflex. No issues were reported with the jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.